Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed distal occlusion test and was noted to be overdelivering. No adverse effects were reported.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The reported problem was duplicated. After running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Performed a pressure switch test. The results were high, but they were not outside the pump manufacturing specifications. The expulsor was recommended to be trimmed down to bring the delivery accuracy closer to a nominal range and recalibrated the downstream occlusion sensor. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.